Event description:
It was reported that during equipment inspection cardiosave intra-aortic balloon pump (iabp) helium gas was leak, even after cylinder was exchanged. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, g3, g6, h2, h6 (type of investigation, health effect code).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the device required the o-ring (0354-00-0175) to be replaced. The replacement was done and the device passed leak tests and was returned to the customer.

Event description:
N/a.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) helium gas was leak, even after cylinder was exchanged. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.